Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket broke and became lodged inside the pt while retrieving a stone approx 20mm in size. The physician attempted to retrieve the basket and stone using a non-olympus emergency handle, and a non-olympus lithotriptor, but with no success. The non-olympus lithotriptor also broke external to the pt. The pt was then taken to the operating room for an open surgery in an attempt to retrieve the basket and the stone. The basket and stone were successfully retrieved from the pt, and the pt's current condition is stable.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info is available at a later time or if the device is returned for eval, this report will be supplemented.